Event description:
It was reported that the cassette had a "latched but not locked" error. The device evaluation revealed a latch lock sensor issue. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was verified. The latch lock sensor was faulty. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.